Manufacturer narrative:
Updated section b4 to reflect the date of the report, instead of section d6b explant date. The item was not explanted.

Manufacturer narrative:
Updated section h6 as it relates to the component code and investigation, findings/conclusion.

Manufacturer narrative:
It was reported that the bed was being lowered to assist the resident transfer to a wheelchair, and it stopped working. Resident was transferred with no issues and bed was replaced with a working bed. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the bed was being lowered to assist the resident transfer to a wheelchair, and it stopped working.